Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. There was an open pulse wire in the cable connecting the distribution node (dn) and the front therapy electrode (te), between the dn and ECG electrode b. The cause of the failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had non-functional therapy electrodes.